Manufacturer narrative:
Further information was requested but not received.

Event description:
During a device replacement procedure, when connecting the leads to the new device, a loss of pacing was observed. There were no patient consequences as the patient was connected to an external pacemaker during the procedure. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was still in original shipping conditions upon receipt with battery voltage near beginning of life level. There were no measurements made on the device in the field. Electrical and mechanical evaluation performed under nominal settings indicated normal functionality. Further analysis of output parameters found normal pacing with all parameters within normal range. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.